Event description:
It was reported the lead was capped and replaced due to positioning difficulty - lead was not in optimal place for defib thresholds. The device was reportedly explanted and replaced due to eri (elective replacement indicators). It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported the lead was capped and replaced due to positioning difficulty - lead was not in optimal place for defib thresholds. The device was reportedly explanted and replaced due to eri (elective replacement indicators). It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. No conclusion can be drawn positioning difficulties.